Manufacturer narrative:
A ge svc rep performed an on site investigation. The foot and hand switches were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed an error code message. No report of pt injury.